Event description:
A patient reported they did not have therapeutic effect as of yet and they were implanted on (B)(6) 2016. On (B)(6) 2016 they further reported, they had perfect results with the trial but they were still having troubles and was rather incontinent. During the report, it was found that the therapy was not on. They patient stated that they had been on program 1 and that morning, they tried to change to program 2. The patient was on program 2, but the stimulation was turned off. Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient was still having issues. It was noted that the patient went back two weeks after surgery and was given 4 programs but it was not staying where it was supposed to. It was noted the patient meant that a program worked for 3 to 4 days then stopped helping. It was reported that the patient had tried programs 1, 2, and 3, and would go to 4 on the night of this report. It was noted the patient would follow up with their healthcare provider to report and resolve the symptoms. Additional information from the patient reported she had her implant replaced because it never provided her symptoms relief. The patient noted the trial worked great. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight was obtained.